Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was getting an occlusion alarm from the stryker co2 insufflator. Harvester was having issues with their tunnel collapsing. They were not having this issue during the dissection part of the procedure, only once the harvesting cannula was inserted. A new device was opened that had the same issue. Harvester pulled out the btt port to verify that co2 was coming through the port and confirmed that it was coming out. Harvester suspected that it had something to do with the stryker insufflation tubing and/or filter attached to the insufflation tubing but continued to use the 2nd device to complete the case. There was procedural delay. No patient harm or injury was reported.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/09/2024. An investigation was conduced on 10/03/2024. A visual inspection was conducted. Only the harvesting device was returned for evaluation. There were no visual defects were observed on the harvesting device. The silicone insulation on both the cold and hot jaws was observed to be intact. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the non-return of the btt or the cannula and the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000402275 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.